Manufacturer narrative:
Eval summary: during product evaluation, a failure code 810:11 due to an out of calibration air in line printed circuit board (ail pcb) was confirmed. The ail pcb was recalibrated during service. The pump was retested and returned to the customer within specification.

Event description:
During testing, the baxter technician identified a device with a failure code 810:11 caused by an out of calibration air in line printed board. There was no patient injury or medical intervention associated with this event. There is no additional information.